Event description:
As reported by an edwards new zealand affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there were difficulties crossing the native aortic valve with a lot of manipulation required with the guidewires and guide catheters. A second esheath was placed in the left femoral artery, and the team was able deploy the valve with no issues. Shortly after, patient was noted to have a retrograde dissection from the femoral artery, all the way up to the aortic annulus, including the left main and circumflex arteries. The patient went into cardiac arrest, and CPR was briefly performed. The left main artery and circumflex arteries were stented under sedation. The patient was stabilized and then taken for a CT scan. The cardiac surgeon decided to replace the patients ascending aorta while the patient was on a heart lung bypass. There was no allegation of an edwards device malfunction.

Manufacturer narrative:
Additional information added to h10: per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (a lot of manipulation required with the guidewires and guide catheters) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.